Manufacturer narrative:
The device passed rewind test, prime test, seating test, basic occlusion test, force sensor test, sleep current measurement test, active current measurement test and self test. The device was monitored and functioned properly. The device and meter test functioned and communicated properly during testing. We were unable to perform displacement test due to missing retainer. The insulin pump was received with minor scratched lcd window, scratched case, missing reservoir tube o-ring and pillowing keypad overlay.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was damaged. The customer¿s blood glucose level was unknown at the time of the incident. It was reported a blood glucose meter was not sending data to the insulin pump due to an error. The insulin pump history shows pump error 4 alarm and the reservoir compartment o ring is missing. The customer did not troubleshoot the issues. The insulin pump will be returned for analysis.